Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose. Customer's blood glucose was over 24 mg/dl. Customer did not go to the hospital. Paramedics were called again on (B)(6) 2016 and customer was taken to the hospital. Customer's blood glucose was 47 mg/dl and customer was unresponsive. Customer reported that she was having problems with transmitter and accurate readings prior to paramedics being called. Customer reported that healthcare professional reported that low blood glucose may have due to incorrect insulin pump settings and customer not eating well. During troubleshooting, customer was unsure if drive support cap was damaged, but reports that it was flush. Customer was advised that insulin pump would need to be replaced.